Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck is 21 mm in diameter and diameter of left external iliac vessel was 9mm in diameter. It was reported that on 6 months post implant there was occlusion of the left limb. The proximal side of the occluded main body had entire circumference of mural thrombus with 2-3 mm of thickness. The a femoral-femoral bypass surgery was performed on an unknown date. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Methods: films. Results: thrombosis/occlusion. Unknown cause of thrombosis. Conclusion: unknown cause of thrombosis.